Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support guided the customer to inspect and clean various parts of the pump, and the customer successfully completed the load process and resumed insulin therapy.